Manufacturer narrative:
Device was used for treatment, not diagnosis DHR record review- the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was drilling during an open reduction internal fixation of a left olecranon the drill bit encountered another screw and broke. The broken fragment from the drill bit remains in the patient. There are no plans to retrieve the fragment. There was no surgical delay reported. The procedure was successfully completed with no patient injury. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed: the returned drill bit was examined in comparison to the relevant drawing and determined that approximately 19mm of the fluted distal end was broken off and not returned. The drill bit was received with roll marks. The drill device was also reviewed and determined to be suitable for the intended design, application and dimensional conformity. The complaint description explains that the drill bit had encountered an implanted screw in use and during this collision; the tip was broken off and remained implanted. The collision of the drill bit into the implanted screw has led to this confirmed complaint category and was not the result of a deficiency in the device design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.